Manufacturer narrative:
The facility nurse clarified that the endograft limbs were long and the xt valve was deployed on the portion of the endograft¿s right limb located in the descending aorta. Per the instructions for use (IFU) valve deployment in unintended location is a known potential complications associated with the tavr procedure. The transfemoral tavr procedure requires the insertion of large bore devices. Difficulty advancing the delivery system/crimped valve through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked delivery system. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, per the operative report the operator was unable to safely move the devices because the crimped valve got stuck within the endograft. It was decided to deploy the xt valve in the aorta to prevent injuring the vessel. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
A transfemoral tavr procedure for a 26mm sapien 3 valve was aborted due to ¿valve impingement within the zenith graft¿. According to the operative report, the patient has history of having an aorto-femoral percutaneous graft placement with a cook zenith aorto-iliac graft. While trying to advance the 26mm s3/14 fr esheath, the valve got stuck within the aorto-iliac graft. The physician was unable to move the valve without causing injury and it was decided to implant the valve in the right limb of the graft with an 18mm balloon valvuloplasty catheter. Once this was performed they removed the delivery system and used perclose device sutures to close the femoral artery. A left anterior thoracotomy was then made, and a transapical tavr procedure was successfully performed with a 26mm sapien xt valve in the aortic position. The patient tolerated the procedure well and was transferred to the recovery unit in stable condition.